Manufacturer narrative:
On 11/21/2018, it was reported to mentor that the date of explantation was (B)(6) 2018 for both left and right breast implants. The problem observed was diagnosed via MRI. The patient experienced capsular contracture baker grade iii on the right breast implant. The surgery was outpatient. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with saline mentor breast implants of unknown type and experienced deflation on the left breast implant and capsular contracture unknown baker grade on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.